Event description:
The customer reported that the system did not have an image on the monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found that the system would fluoro but no image was displayed on the monitor. The x-ray tech disconnected and reconnected the interconnect cable and problem was resolved. The problem could not be duplicated during service. The ge service rep removed and replaced the interconenct cable to prevent possible problems in the future. He tested and verified that the system is operating as intended.